Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had gel globules in the tubes. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel globules with the incident lot was observed. Retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to gel globules was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for gel globules with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and gel globules was not observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer lh pst ii plus blood collection tubes had gel globules in the tubes. There was no report of exposure, serious injury or medical intervention.